Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, a post-implant bav was performed. Upon withdrawing the post-implant bav balloon, the transcatheter valve caught onto the balloon and the valve dislodged up. Additionally, the patient experienced hypotension. Subsequently, the transcatheter valve was snared up and a non-medtronic (sapien) transcatheter valve was implanted. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was mid pigtail catheter. Prior to valve dislodgement, the implant depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). After the dislodgement, the valve was above the annulus. A post-implant balloon dilation was performed for moderate leak.

Manufacturer narrative:
Image review: there were five cine images of the event provided for review. There was an executive summary provided for sizing and a natomical considerations. Per the instructions for use (IFU), the patient¿s anatomy fits criteria for a 26mm valve. It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. There was no image with contrast provided prior to full release to assess the depth on the non-coronary cusp (ncc). Evidence shows the valve at full deployment with an approximate depth of 0 to -1mm on the left coronary cusp (lcc). Depth = 1 mm may increase the risk of prosthetic valve dislodgment during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. It was reported that following the implant of the valve, a post-implant bav was performed. Upon withdrawing the post-implant bav balloon, the transcatheter valve caught onto the balloon and the valve dislodged up. There was no image provided of the valve being dislodged by the balloon. Valve dislodgment (pop-out) is a serious complication that occurs when a deployed valve is positioned or migrates above the aortic annulus, resulting in a valve positioned within the sinus of valsalva (sov) or ascending aorta. Dislodgements within the sov represent a serious risk for coronary occlusion and necessitate an immediate response if obstructing coronary perfusion, in a dislodgement to the ascending aorta, the valve migrates above the sov typically resulting in the valve floating freely within the ascending aorta. Evidence shows the valve was snared pulled to the ascending aorta and a second valve was placed in the annulus. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, a post-implant bav was performed. Upon withdrawing the post-implant bav balloon, the transcatheter valve caught onto the balloon and the valve dislodged up. Additionally, the patient experienced hypotension. Subsequently, the transcatheter valve was snared up and a non-medtronic (sapien) transcatheter valve was implanted. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was mid pigtail catheter. Prior to valve dislodgement, the implant depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). After the dislodgement, the valve was above the annulus. A post-implant balloon dilation was performed for moderate leak. Additional information was received clarifying that the moderate leak was paravalvular in origin.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, a post-implant bav was performed. Upon withdrawing the post-implant bav balloon, the transcatheter valve caught onto the balloon and the valve dislodged up. Additionally, the patient experienced hypotension. Subsequently, the transcatheter valve was snared up and a non-medtronic transcatheter valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.